Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump¿s black box showed one cs 064 call service alarm in the pump history. During testing, the pump rewind, load and prime steps performed successfully with no call service alarms occurring. The complaint of a call service alarm issue was seen on the pump history but was not duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.